Event description:
It was reported the patient is experiencing continuous pain in her right flank region, chest and pelvis. The pain is present whether stimulation is on or off. The patient reported the pain started following the placement of an intrathecal catheter. Reprogramming did not resolve the issue. The patient is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.